Event description:
It was reported that after following the directions for use (dfu) and after unfolding, the doctor saw scratches at the edge of the iol (intraocular lens). The doctor did not tell the patient because she thinks the patient will not have visual issues with it. There was no medical or surgical intervention and no delay in procedure reported. Pending post-op check-ups, no intervention are planned. No additional information was provided.

Manufacturer narrative:
Pt info: information unknown/ not provided. If explanted, give date: not applicable as the lens remains implanted. (B)(6). The intraocular lens (iol) is not returning for evaluation as the lens remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section h3 - device evaluated by manufacturer? Yes device evaluation: no complaint lens was received as part of this return therefore, no product evaluation could be performed on the complaint lens. Visual inspection of the handpiece under magnification revealed viscoelastic residue inside of the cartridge. Further observation revealed cartridge tip damage. The damaged in the cartridge tip is consistent with dropping the handpiece. No further issues with the handpiece were identified. Customer provided photos were evaluated by a subject matter expert. The photos showed a pseudophakic eye implanted with a lens claimed to be a technis eyhance iol with symplicity delivery system (dib00). Three linear marks can be observed in the superior right mid periphery of the lens. Marks cannot be identified if located on the anterior or posterior lens surface. The marks appear to be intercalated and and consecutives, giving an approximated length of 3.5mm. The source and potential clinical impact of the observed phenomena cannot be determined from a picture evaluation. Based on the handpiece evaluation and the customer photos provided, the complaint issue could no be confirmed, and no product deficiency could be determined. Manufacturing record evaluation: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.